Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had decreased sensitivity and was far p-wave oversensing. The most recent egm showed right atrial and right ventricle egms stacked on top of one another. The patient presented in clinic on (B)(6) 2021 and chest x-rays showed that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the event.